Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that an error warning was being displayed and caused surgical delay. No harm came to the patient and there were no adverse consequences. The procedure was completed successfully.